Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that "three weeks" prior to contacting lifescan she obtained results of "249 and 369 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for precision. The patient manages her diabetes with glipizide and increased her glipizide dose in response to the alleged issue, however could not specify when. The patient claimed that at an unknown time after the alleged issue, she developed symptoms of feeling "shaky and crashing feeling" and that she self-treated with glucose tablets/gel. The patient reported that she obtained a blood glucose reading of "191mg/dl" on a onetouch ultramini meter, however could not specify when. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood and were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.